Event description:
An update was received on july 03, 2023 providing the following additional information: ¿the date the valve was inserted: (B)(6) 2023. The date the valve was removed: (B)(6) 2023. This event was not reported to the ansm. Event occurred during rinsing when the line was unclamped to the catheter. The defect was not detected before use. Tego was change without any similar event and no clinical consequence for the patient, blood loss: <50 ml. Disinfectant used on the valve: septeal, serum physiologic. There was no serious injury/death, no blood loss considered clinically significant, no unprotected chemo exposure, no delay in therapy, no adverse operator consequences ( the loss of time). The device was replaced with no further problems encountered. No need for medical intervention¿.

Event description:
The event involved a tego¿ connector where it was reported that when they opened the clamp to the branch of the catheter, there was a blood flow from the valve. There was no harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.